Event description:
During field service installation of the device, the biomedical engineer reported that the unit would not power up on battery. The unit had been in storage for year. There was no pt involvement. Investigation in process, but not yet completed.